Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included 2 gm vancomycin and 1 gm ceftazidime (frequencies and routes not reported). The patient was recovering from the reported event. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.